Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter post-op a laparoscopic sacrocolpopexy procedure, the patient is in serious condition. The doctor is not certain it's from the tack but they have been having issues with deployment and having to exert additional force when firing. They think this is the result of the tack being too close to the spine. There is temporary injury. The patient has infection of the spine, osteomyelitis and discitis that is being perceived as a result of the tack. The patient was administered antibiotics to treat the infection. Current patient status is alive with injury. The patient is currently improving, but still has back pain and uses a cane to walk. Patient saw a spine surgeon and no surgical intervention was recommended at this time, but the patient continues to be followed with MRI's. The patient has history of diabetes. The event did not lead to or extend patient hospitalization. No medical or surgical intervention needed to prevent permanent impairment of a function. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity.